Event description:
Patient representative reported right side "it was evidenced that the type of breast implant used can cause breast cancer. Patient has a depressed mood, insomnia, easy crying, isolation, crises of anguish that affect his professional performance, excessive concern about the future", "physical symptoms tachycardia, hypertensive peeps, changes in the gastrointestinal tract¿¿ these events are not related to device, "showed a mild degree of capsular contracture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.